Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead was returned and analysis was performed confirming a deformed cathode (inner) coil near the terminal end which block passage of a stylet. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this lead was attempted but not implanted due to helix extension issues and lead fracture. No adverse patient effects were reported.